Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had three jammed drawers, and all drawers were affected. The customer attempted troubleshooting by rebooting the station and trying to recover the storage space.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) replaced the drawer board for main half height drawer 3.2 and the pyxis bus module controller for drawer 3. Verified proper operation by using hardware test application and having open and close the drawer to ensure it was closing and functioning correctly. The system functioned as intended after the field service engineer repaired the device.